Event description:
Physician reported a right side "intra and extracapsular rupture¿, ¿right axillary siliconomas¿, and ¿turgid and erythematous in external quadrants." Physician additionally reported ¿isolated millimetric cystic disperse images¿, not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/mar/2024.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade IV and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Physician reported right side "capsular contracture (baker grade IV)" and "a late seroma".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma, silicone migration, and rupture.

Event description:
Physician reported a right side "intra and extracapsular rupture¿, ¿right axillary siliconomas¿, and ¿turgid and erythematous in external quadrants." Physician additionally reported ¿isolated millimetric cystic disperse images¿, not related to the device. The device has been explanted.

Event description:
Physician reported a right side "intra and extracapsular rupture¿, ¿right axillary siliconomas¿, and ¿turgid and erythematous in external quadrants." Physician additionally reported ¿isolated millimetric cystic disperse images¿, not related to the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Cyst(s): unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Silicone migration: unable to observe as it is not related to the device. No other observations observed, no further actions are required.